Manufacturer narrative:
H3: no product was received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump had alarmed, displaying the message ¿air.¿ a variance of 5.07% had been recorded. Continuous infusion had been active with a starting and original reservoir volume of 138 ml, and a remaining reservoir vol of 7 ml at the time of the report. The air detector and upstream sensor had both been turned on. The infusion had been set to run over 46 hours, and the pump had been locked at the time. The pump had not been used to prime the extension tubing. Instead, gravity priming had been utilized. There was patient involvement but no patient harm. The associated pump complaint is documented on cn-(B)(6).